Manufacturer narrative:
The inulin pump not received stuck in manufacturing mode. The device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. The inulin pump was received with cracked retainer, minor scratched display window, fading serial number label and scratched case. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was 11.8 mmol/l. The insulin pump will be returned for analysis.